Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to cylinder crossover and perforation of the corpora. It was noted "one of the cylinders broke the corpora. The cylinders were not moving. The crossover and perforation repair was good." No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. The other cylinder had a hole in the outer tube that was the result of a sharp instrument that exposed inner segments. This cylinder was functional.